Manufacturer narrative:
Additional information: d9, g3, h3, h6. One unpackaged ar-6068-25l serial/batch number (B)(6) was received for investigation. Visual inspection noted that the shaft was bent on the distal end. Functional testing noted that the nitinol wire doesn't move in and out of the device as intended. The reported failure is most likely due to user error, specifically the application of excessive force when moving the wheel, which is designed to move slowly backward. The complaint allegation is confirmed.

Event description:
It was reported that during a knee surgery when the customer tried to put the wire through the device, the wire came through one of the knobs and not through the end. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.